Manufacturer narrative:
The service rep table boot problem was caused by a faulty floppy disk. Customer had a back up disk on site. Removed and replaced faulty disk with back up. Checked system for proper operation. System functions as intended.

Event description:
Customer reports table will not boot. No patient injury.